Event description:
It was reported the swivel mechanism of the epiq 5 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips¿ service engineer repaired the system by replacing the solenoid. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The service engineer verified the issue and addressed the customer¿s immediate concerns by replacing the solenoid. A part analysis was not able to be performed as the part was not returned. It was determined the solenoid was the cause of the failure. The system has returned to service with no similar issues reported.